Event description:
The device was used during a laparoscopic gastric bypass, the handle closes, but does not secure lapra-ty onto suture. Opened a new one to complete the procedure. No patient consequence.